Manufacturer narrative:
Batch review performed on 08 july 2024 lot 1657626: (B)(4) items manufactured and released on 24-may-2017. No anomalies found related to the problem. To date, no other similar events have been reported on the same lot. Clinical evaluation performed by medical affair director. During the implantation of an s1 screw, the tip of the screwdriver broke, remaining inside the screw head and preventing the surgeon from retrieving it. The available x-rays do not reveal the fragment. Although the instrument is made of medical-grade stainless steel, it does not belong to the series approved for long term implantation. Based on the report, the fragment remained not in direct contact with patient tissues (it is lodged between the screw head and the rod). However, we cannot guarantee the absence of interactions between the fragment and the mentioned implants. Although unlikely, we cannot be certain if this could lead to secondary clinical repercussions. Visual inspection performed by r&d project manager . Pedicle screwdriver broke on the torx t20 interface with the screw, with a 45° angle, sign of excessive torque applied. For the pedicle screwdriver, breakage can occur in case of high insertion torque, typically related to large diameter screws (>= 7mm), long screws (>= 60mm), and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case information about tapping and bone quality are unknown. It is possible that the combination between big screw diameter and level created the conditions for the failure. The instrument set includes two screwdrivers and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) with solid tip to complete the surgery in case of breakage.

Event description:
During the insertion of the pedicle screw 9x40mm at right side of s1, the tip of the screwdriver broke. The surgeon was not able to retrieve the broken tip from the pedicle screw head, so the broken tip was remained in the patient body, and finished the surgery.